Event description:
During hip surgery on (B)(6) 2022, the packaging of the revision mod. Stem ø14mm product code 3810.15.020, lot n. 1905158, ster. N. 1900136, was found broken: the inner pouch was open. A stem with different size was therefore implanted (15mm) and the surgery was prolonged of 20-30 minutes. This event occurred in italy.

Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the stems with lot 1905158 ster 1900136. This is the first and only complaint received on this lot number. A final MDR will be submitted after the conclusion of the investigation.

Event description:
During hip surgery on (B)(6) 2022, the packaging of the revision mod. Stem ø14mm product code 3810.15.020, lot n. 1905158, ster. N. 1900136, was found broken: the inner pouch was open. A stem with different size was therefore implanted (15mm) and the surgery was prolonged of 20-30 minutes. This event happened in italy.

Manufacturer narrative:
No pre-existing anomaly detected by the check of the device history records of the lot number involved (1905158, ster. 1900136). This is the first and only complaint registered on this lot number. The affected device and relevant packaging were received at limacorporate for analysis. The visual inspection confirmed that the pouches are broken, and the box is visibly damaged. The damages observed on the box make us believe it was handled inaccurately, leading to breakage of the primary packaging. The visual analysis performed with the help of the supplier involved confirmed that both the internal and external pouches are broken. Signs of wear and scratches are also visible, probably due to repeated impacts/movements of the stem against the pouch. In conclusion, the status of the box and the pouches suggests a possible mishandling of the device during transport/storage. Pms data: based on limacorporate pms data, the occurrence rate of intra-operative complaints due to packaging issue on revision stems is lower than (B)(4)%. No corrective action needed following this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar events.